Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6)2006: (B)(6) hospital and medical center. (B)(6), md. Operative report. Performed by: (B)(6) md. Assistant: (B)(6), md. Preoperative diagnosis: umbilical hernia, chronic tracheostomy requiring trach change. Postoperative diagnosis: umbilical hernia, chronic tracheostomy requiring trach change. Operative procedure: 1) changeover of chronic indwelling trach. 2) umbilical hernia repair. Anesthesia: monitored anesthesia care with 1% lidocaine and 0.25% marcaine with epinephrine. Estimated blood loss: minimal. Indications: the patient is a 40-year-old woman with an unspecified muscular dystrophy who is ventilator and trach-dependent since 2001, who presents with a small umbilical hernia which is causing her pain after eating. She presents for repair of umbilical hernia and changeover of her chronic indwelling trach. Procedure in detail: ¿a parq conference was held with the patient prior to surgery. She was taken to the operating room, given sedation and carefully placed on the operating table, taking care to pad all of her limbs appropriately. Chronic ventilated was switched over to regular ventilator by anesthesia and after assisting adequate sedation, we then discontinued her from the ventilator, removed her old tracheostomy after deflating the balloon, placed a new one in and inflated the balloon and switched her to the anesthesia vent again. She ventilated with ease and there were no problems during the tracheostomy changeover. There was a small amount of oozing from chronic granulation tissue which was easily stopped with pressure. We then turned our attention to her abdomen. She was sterilely prepped and draped in standard surgical fashion. 1% lidocaine was injected in an infraumbilical, curvilinear incision and approximately a 2-cm incision was then made after ensuring adequate analgesia. We then dissected down through the subcutaneous tissue with bovie electrocautery, taking care not to injure the umbilicus and identifying the fascial edges. The hernia was immediately apparent. She obviously had elevated intraabdominal pressure as bowel was bulging through the small hernia. Once we had cleared the fascial edges successfully, taking care not to injure any surrounding structures, we then placed 4 interrupted 0 prolene sutures to close the fascia, using a malleable and sponge stick in combination to prevent any injury to the bowel which was continually trying to protrude through the opening. After the sutures were all placed, we again assured that the bowel was freed up from the sutures as they were tied down. We then again confirmed hemostasis, placed an interrupted subcutaneous stitch of 3-0 vicryl to take tension off the skin and then closed the skin with a running subcuticular stitch of 4-0 monocryl. Steri-strips and a sterile dressing were applied. Please note that prior to closing the skin we did inject 0.25% marcaine for postoperative analgesia. Sterile dressing was applied. Sponge and needle counts were correct x 2 at the end of the case. The patient was awakened from sedation and appeared to have tolerated the procedure well. I was present and scrubbed for the case." Implant procedure: mesh repair, umbilical hernia. Implant: gore® dualmesh® plus biomaterial [1dlmcp02/04058579, 8.0 cm x 12.0 cm x 1.0 mm] implant date: (B)(6), 2006 (no hospitalization; outpatient) ¿ (B)(6)2006: (B)(6)hospital and medical center. (B)(6), md. Operative report. Performed by: (B)(6), md. Assistant: (B)(6), do. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: recurrent umbilical hernia. Anesthesia: monitored anesthesia care with 1% lidocaine, followed by 0.25% marcaine for postoperative pain control. Estimated blood loss: minimal. Indications: the patient is a 40-year-old female who is ventilator-dependent with a muscular dystrophy of uncertain type, who presents with a recurrent umbilical hernia. The umbilical hernia repair previously was performed in may, and unfortunately, she suffered a recurrence. The previous repair was performed without mesh. Procedure in detail: ¿a parq conference was held with the patient prior to surgery. She was taken to the operating room and placed supine on the operating table. She was sedated, and care was taken to maintain her ventilator connections throughout the transfer as well as to adequately pad all of her limbs. We then sterilely prepped and draped her abdomen in the standard surgical fashion. We injected 1% lidocaine with bicarbonate mixed in a 1:10 ratio for anesthesia. After confirming good anesthesia, we reopened the previous umbilical hernia repair incision with a skin knife and dissected down to fascia with bovie electrocautery. The fascial margins were identified, and there were 2 small hernias of approximately 1 cm in diameter just superior to the previous repair. The previous repair prolenes were cut and removed. The fascial edges were freed. It was immediately apparent that her increased abdominal pressure was causing the small bowel to attempt to come out of the hernia. We were able to keep it inside the abdomen, using a malleable. We then used a 2-0 prolene interrupted sutures with a double-sided gore-tex mesh, smooth side towards the bowel, to parachute the mesh into the fascial wall. Once the mesh was secured all around and there was no bowel trapped within it, the sutures were pulled tight. Again, we reassessed that the bowel was not caught in between the mesh and the sutures all the way around and confirmed that we had a good repair of the hernia with the sutures pulled tight. They were then all tied down. A 0 prolene was then used to reapproximate some of the fascia over the mesh repair. Of note, the mesh had been soaked in bacitracin prior to placing it in the abdomen and again was doused with bacitracin prior to closing the fascia over it with 2-0 prolene. The subcutaneous tissues were then reapproximated with 3-0 vicryl, and the skin was then injected with 0.25% marcaine for postoperative pain control; 11 ml were used. We then closed the skin with a running subcuticular stitch of 4-0 monocryl. Steri-strips and sterile dressing were applied. The patient was awakened from sedation. She appeared to have tolerated the procedure well. Sponge and needle counts were correct x 2 at the end of the case, and I was present and scrubbed throughout the entire case.¿ ¿ (B)(6)2006: legacy health system, lgsh. Implant record. Goretex dual mesh plus, 8.0 cm x 12.0 cm x 1.0 mm, location umbilicus, manufacturer gore, lot number 04058579, catalog number 1dlmcp02, implanted quantity 1, exp. Date(B)(6)2008. ¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp02/04058579) was implanted during the procedure. Relevant medical information: ¿ (B)(6)2006: the queen¿s medical center. Bradley d. Wong, md. History and physical. Requiring repair of recurrent umbilical hernia, causing pain after eating. First had small umbilical hernia repaired on mainland (B)(6)2006 with primary repair that recurred, and in (B)(6)2006 underwent repair using dual gore-tex mesh. Shortly after this, hernia recurred, and while reducible, causes extreme discomfort shortly after eating. Patient suffers from congenital myopathy and 5 years ago underwent permanent tracheostomy. Has numerous orthopedic procedures to release tendons in legs and is ventilator-dependent. She can feed herself but is dependent on caregiver to bathe, clothe and move her from bed to her transporter. Medical/surgical history includes tubal ligation. Had gallstones on ultrasound, complains of right lower quadrant pain on and off, probably symptomatic from stones. Gained about 60 pounds following tracheostomy. Slightly obese woman, abdomen quite protuberant with large panniculus, 2.5 cm soft bulge at level of umbilicus, transverse scar healed. Deeper palpation reveals wider defect about 5 cm across. Assessment recurrent umbilical hernia causing postprandial pain. Plan for repair. Obesity. I do not think that laparoscopic repair of this hernia is feasible. Explant procedure: repair of recurrent umbilical hernia and removal of foreign body (previously placed gore-tex mesh). Repair using composix marlex mesh, 7 inch x 9 inches. Explant date: (B)(6), 2006 (hospitalization (B)(6), 2006) ¿ (B)(6)2006: the queen¿s medical center. Bradley d. Wong, md. Operative report. Preoperative diagnosis: incarcerated recurrent umbilical hernia. Postoperative diagnosis: incarcerated recurrent umbilical hernia. Assistants: 1) (B)(6), md. 2) (B)(6), medical student. Anesthesia: general via permanent tracheostomy. Anesthesiologist: (B)(6), md. Indications: the patient is a 41-year-old woman with a congenital muscular dystrophy, permanent tracheostomy. Since the trach in 2001, she has gained about 40 to 50 pounds, developing an umbilical hernia, which was repaired in oregon in (B)(6)2006 with a primary closure. This recurred and in (B)(6)2006, a second repair was done using dual gore-tex mesh. Shortly after this, the hernia recurred and she has complained of persistent postprandial pain ever since. Findings at surgery: a loop of bowel was incarcerated, and a hernial defect, which measured 5 cm across, markedly adherent to the aponeurosis. The previously placed circular gore-tex mesh had retracted off to the right lower side of the defect and had folded in upon itself. Because of her muscular dystrophy, interestingly, relaxation of her muscles was almost impossible, and the abdominal wall muscular remained throughout the case, tense, scarified, and pushed off laterally, so there was a thinning of the linear [sic] alba over a distance of at least 5 to 6 cm across through which the hernia occurred. The small bowel, which had herniated into the sac, was a complex adhesion of 2 loops of bowel, kinked upon itself with a third loop stuck adjacent to it. These adhesions were against the gore-tex graft itself as well as the scarified aponeurosis is probably accounted for her postprandial pain. Description: ¿the patient was placed under general anesthesia through her previously placed tracheostomy. The abdomen was prepped in a sterile manner. She was in a permanently contracted position and was semi-flexed at the hips, semi-flexed at the knees, and abducted at the hips as well. The abdomen was prepped and draped in a sterile manner and I entered through the old transverse subumbilical incision, certainly able to dissect out the sac penetrating through the 3.5-cm defect. However, because of the adhesions between the aponeurosis and the bowel, I felt it safer to enter the belly somewhat higher up superiorly, and then I opened the incision longitudinally superiorly above the transverse incision. Upon cutting the linear [sic] alba superiorly, the bowel immediately eviscerated out of it because of the tension in her belly due to the contracted musculature. I extended this for about 3 inches and this allowed at least most of the bowel to be repositioned into the belly and retracted with a ribbon retractor. This allowed me to cut down on to the hernial ring and incise it laterally to the left, encountering free loops of bowel, which were not adherent. This allowed me to completely free the adherent loops and removing the mesh and the knuckle of bowel en masse. This allowed me to take down the adhesions among the loops of bowel, resecting the gore-tex mesh, which had curled in upon itself. The bowel itself was not compromised. To repair this large defect, to accommodate for this hard scarified muscle, which had retracted laterally, I placed a 7 x 9 inch composix marlex mesh into the defect, which was now approximately 12 cm in length. Once we got the prosthesis in, the bowel was kept contained within the belly. I secured the mesh to the peritoneum with 2-0 prolene along its edges, sutures spaced about an inch apart and then using a salute coiled stapler to further attach the mesh to the peritoneum to prevent any herniation of bowel around the edge and further reinforce the closure with additional 2-0 prolene sutures, tacking the mesh to the abdominal wall. I then primarily closed the longitudinal defect using interrupted 0 prolene in a far-far; near-near fashion, taking it once to the mesh in the superior aspect and once to the mesh in the inferior aspect to keep the mesh from moving. The wound was copiously irrigated with saline and marcaine. Following this, the skin was closed where the corner stitch occurred. Because of the t stitch, I placed a 4-0 nylon suture subcuticularly and another 4-0 nylon subcuticularly for approximation, and the skin was finally closed with staples. A split 0.25-inch penrose drain was left in the wound and sutured. The procedure was tolerated well. Sponge and needle count was correct. Blood loss was approximately 100 ml." ¿ (B)(6)2006: (B)(6)medical center. Implant record. Mesh composix ex. Manufacturer: davol. Relevant medical information: ¿ (B)(6)2006: (B)(6)medical center. (B)(6), md (resident).(B)(6), md. Discharge summary. Date of admission: (B)(6)2006. Principal diagnosis: recurrent umbilical hernia, incarcerated. Secondary diagnoses: congenital muscular dystrophy, hemiplegia, respiratory dependent on tracheostomy and mechanical ventilation. Operations performed: repair of recurrent umbilical hernia with mesh performed (B)(6)2006. Admitting history: patient with 2 previous repairs of umbilical hernia, became symptomatic over past few days while traveling here in hawaii. Significant abdominal distension with significant discomfort after eating. Dependent on caregiver and has limited mobility. Hospital course: underwent repair of recurrent umbilical hernia with mesh (B)(6)2006. Tolerated procedure well. Noted to have large umbilical hernia measuring roughly 3 to 4 cm that was incarcerated. Felt to be aggressive during operation. Had 7 x 9 inch mesh placed within fascia. Tolerated procedure well and brought to floor for recovery following operation. Some oozing, as expected, from penrose drain. On hospital day #3, abdomen still somewhat distended; similar to baseline. Obesity. Jackson-pratt drain removed previous day. (B)(6)2006, had passed flatus, had good bowel movement, tolerated clear liquid diet. Still some persistent leakage of abdominal wound. Discharged home and to follow up in dr. Wong¿s clinic at later time. ¿ (B)(6)2006: (B)(6)medical center. (B)(6), md (resident). (B)(6), md. History and physical. Complaining of nausea and vomiting times one day. Recently discharged following parastomal hernia repair. Returned home and experienced bilious green nausea and vomiting multiple times over the day. Returned to be readmitted. Mild abdominal pain and discomfort. Abdomen positive bowel sounds, distension, mildly tympanitic, no guarding, soft, wound incision clean, dry, intact, staples still in place, serous drainage from wound through staple line, staple line intact. White blood cell count 10.0, no bandemia. Abdominal pain. Obstruction versus ileus. Likely some ileus secondary to operation. If partial obstruction versus ileus and not complete obstruction, does not appear patient needs immediate operative procedure. Nothing by mouth, nasogastric tube, intravenous fluids, zosyn. Some discoloration at junction of two incisions. ¿ (B)(6)2006: (B)(6)medical center. (B)(6), md (resident). (B)(6), md. Discharge summary. Date of admission: (B)(6)2006. Principal diagnosis: incarcerated recurrent umbilical hernia. Secondary diagnoses: congenital muscular dystrophy, paraplegia, pulmonary insufficiency, right pulmonary nodule. Complications: pericardial effusion and fluid overload. Hospital course: on x-ray, no perforation. Wet read revealed small bowel and colonic dilatation, most likely ileus without free air. Kept on medical management. On day 5, abdomen fully distended and still persistent serous drainage from abdominal wound. Underwent abdominal CT for possible obstruction; CT negative for obstruction. Was at this time on total parenteral nutrition as had poor intake. On day 8, ileus had resolved. However, became tachycardic. White count 18. Echocardiogram and CT confirmed pericardial effusion of unknown etiology. Discharged home. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh retracted to the right lower side of the defect and folded in upon itself requiring explant. Mesh contraction, failure to adhere, migration, small bowel herniation, and adhesions. Additional event specific information was not provided.